Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer had been experiencing high blood glucose levels for a year and she wanted to confirm the insulin pump was functioning. Blood glucose level at the time of the incident was 522 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 447 mg/dl. Troubleshooting did not show any malfunction of the device. The insulin pump was not replaced or returned for analysis.